Event description:
A ph result of 7.277 was obtained from the epoc system on a whole blood sample. The pt's physician administered sodium bicarbonate based on the ph results which were considered abnormal (low).

Manufacturer narrative:
Eval method use: data collected by the epoc system at the time of analysis was analyzed. There is evidence to support that storage specifications were exceeded for these epoc bge test cards. Data indicates storage temperatures exceeded 30 degrees c for a prolonged period of time. More specifically, lot 00431-00 was stored at an average temperature of 38.5 degrees c. Storage of these cards at elevated temperatures has caused expedited aging of the reference electrode and caused the ph cal mean to be far lower than that of cards stored properly. Product labeling supports epoc test card storage at 15 to 30 degrees c.